Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped which caused the pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.